Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The bottom case was cracked by the pole mount. The following alarms were found in the event history log (ehl): primary audible alarm post, a primary audible alarm bgnd test, and an acu watchdog alarm. These alarms were all reproduced during functional testing. The customer reported product problem was therefore confirmed. The speaker on the pump was replaced and that cleared up the alarm issue. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the medfusion pump produced a primary audible alarm post, and another unspecified system failure. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other text: h2: see a1, b5 and h6(patient code).